Event description:
Note: this report pertains to the first of two resolution 360 clip and resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip and resolution 360 ultra clip were used during a procedure performed on (B)(6) 2024. The anatomy is unknown. During the procedure, the first clip would not deploy after being passed down the scope and the second clip prematurely deployed. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.